Event description:
Surgeon performed revision surgery on (B)(6) 2012 to add additional ifuse implants. The surgeon performed a si point stabilization procedure utilizing ao screws two or three years ago. The pt had some improvement in her pain level for several months after this procedure. The pt had recurrence of her pain in the same anatomic location as her si joint pain that was present prior to the si joint stabilization with the ao screws. The surgeon performed a si joint arthrodesis utilizing the ifuse implant system on (B)(6) 2011. The surgeon placed three ifuse implants (7mm x 40mm, 7mm x 45mm and 7mm x 50mm). The surgeon removed the two previously placed ao screws and placed two of the 7 mm ifuse implants in the holes created from screw removal. No complications were encountered during surgery. The pt had no new pain complaints and no new neurologic complaints after the index surgery. The pt had excellent relief of her pain for two full months after surgery. The pt had slow return of her pain in the same location as before the ifuse surgery. The surgeon believes that his implants are all in acceptable position and feels that the pt may be at risk for loosening secondary to the underlying ligamentous laxity. The pt responded favorably to a diagnostic block. On (B)(6) 2012, the surgeon performed a revision of the si joint arthrodesis. At surgery he performed an anterior approach to the si joint. The surgeon performed an anterior debridement/decortication of the joint and then grafted the joint. He then placed two additional 4 mm x 45mm implants. One of the new implants was placed ventral to the second implant and one was placed dorsal to the previously placed second implant. No complications were encountered during the revision surgery. The pt has no new complaints of pain and no new complaints of numbness of weakness. Si bone's vp of medical affairs made the following assessment. "This is a case of symptomatic late loosening requiring revision. The risk factors would be underlying ligamentous laxity. The pt has normal bone quality. There is no history of trauma after the ifuse surgery and before the ifuse revision."

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, there is no indication of device failure or that the device was out of specification. The most probable root cause is symptomatic late loosening.